Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (air in line) occurred on a homechoice (hc) device during training. A technical service representative reviewed the alarm with the registered nurse (rn) and helped the rn clear the alarm. The tsr instructed the rn to start therapy over using new supplies. According to the rn, nothing unusual was noticed with the supplies or during set up of the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.